Event description:
A customer contacted breg customer service and reported product number 11193, post op shoe m, qty:2, the sole had separated from the shoe. No patient injury was reported or other information provided.